Manufacturer narrative:
One opened probe was received, without a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with the needle and stiffener pulled out of the needle holder, the inner cutter broken off in the needle holder. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at cutting edge and other locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radiofrequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the probe needle/stiffener was detached from the needle holder. The evaluation also indicates the probe inner cutter was broken. The most likely root cause for the component detachment failure as well as the observed broken inner cutter is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. No action has been taken by the manufacturing site as it appears that the observed component detachment and broken inner cutter were due to excessive use of the probe by the user. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported needle portion of the cutter was detached from the handle part, which occurred outside of the eye during cataract/ vitrectomy combination surgery and could not be used. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).